Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, the device had a charged coupled device interference. The most probable cause was traced to component failure, expected or random component failure without any design or manufacturing issue, due to electrical/electronic component problem identified, the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had the charged coupled device (ccd) image had interference. There were no reports of patient involvement.